Manufacturer narrative:
Urinary retention/catheterization. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they had not had therapy effect since implant ((B)(6) 2020). The caller mentioned that their previous implants had always worked for symptom control, so they were not sure why there current implant wasn't. The caller stated that they had a full catheter in and needed to leave it in for 1 week, because they were unable to use the restroom. The caller increased stimulation and that had not helped yet either. The caller stated that this week had been terrible. The patient was redirected to their healthcare professional (hcp). Additional information was received from the patient. They reported that the same therapy issues as before. The patient said that since the device was implanted they had not had any therapy results and the device had actually been shocking them down their legs into their feet and it hurt them. The patient said that the doctor had them try all of the available programs, but all programs shock them so the doctor recommended to turn stimulation off. The patient stated that the device was off. Patient services reviewed information regarding charging the implant. The patient stated that the device was not operating as intended. The patient also said that the external equipment is so heavy that they 'hurt their back when carrying everything".